Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient had experienced insulin not exiting from the tubing on (B)(6) 2026, which indicated an occlusion in the tubing. The patient blood glucose was 259 mg/dl. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: mexico.